Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and claimed around 6 inaccurate cgm readings on (B)(6) 2013. Patient reported no injuries or medical intervention at the time of contact with dexcom technical support.